Event description:
A malfunction alarm was reported with the pump. The customer's blood glucose level exceeded 500 mg/dl as a result of the malfunction, indicated by a "high" reading. To address the issue, the customer administered a correction bolus via the pump. The customer planned to use mdi as backup therapy for insulin delivery.